Event description:
It was reported the clinician lost wire access after deployment of the excluder bifurcated endoprosthesis trun/ipsi device. In addition, the 18fr intoducer sheath 'backed out' of the external iliac twice. The clinician stated they 'pushed on it a little without the dilator'. Final angio revealed the dye didn't flow well down the trunk/ipsi side. As a result, the clinician decided to use a bare metal stent across the area of narrowing. Upon deployment of the bare metal stent it was noted that now there was no flow into the common iliac. The clinician felt they dissected the artery with the wire or sheath and that by using the bare stent to 'fix' the problem, they stented the false lumen rather than the true lumen resulting in a discontinuation of the dye between the common iliac and external iliac and no flow from the aorta to the common iliac through the graft. The treatment of choice for the clinician was to do a fem-fem crossover to fix the issue of flow. The clinician indicated they felt their technique had caused the problem and not the device. There was no allegation of product deficiency made by the clinician. Patient status at completion of the fem-fem procedure was fine.